Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device and right ventricular (rv) lead were surgically explanted and replaced as a result of high shock impedance measurements. The patient was stable with no additional adverse consequences. Both the device and rv lead are not expected to be returned.